Event description:
It was reported to boston scientific corporation that during preparation, the needle of the uphold lite vaginal support system detached when it was being loaded into the capio device, outside the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿good.¿ the patient is reportedly over age 18.

Manufacturer narrative:
The reported event of needle detached.